Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) underwent a revision surgery in which this device was explanted due to an unspecified defect. No additional adverse patient effects were reported. This device has not been received for analysis.